Event description:
It was reported by the manufacturer representative (rep) that the patient had an infection at the ipg pocket site. It was unknown whether any external factors may have led or contributed to the issue. The surgeon made an incision to see if the infection had spread from the patient's skin to the ipg pocket. The ipg and extensions were explanted, leads were capped, and the patient was kept for antibiotic treatment and observation. The issue was not resolved by the time of this report. The hcp said that the infection was not product-related; it started on the patient's skin and progressed into the pocket where ipg was located.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37085-60 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2012; explant date (B)(6) 2024 brand name activa; product ID 37085-60 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2012; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown if the infection resolved. The hospital sent samples of the infection to pathology and kept the patient hospitalized on IV antibiotics to work on treating the infection, but it was unknown if it was resolved.